Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and incoherency.

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient experienced continuous glucose monitoring (cgm) inaccuracies and a hypoglycemic event. The sensor was inserted at the abdomen on (B)(6) 2016. Patient reported that he was incoherent during a hypoglycemic event. Patient's wife called paramedics. Patient had 3 cans of glucerna before paramedics arrived. When paramedics arrived, patient's blood glucose (bg) was at 68 mg/dl. Patient was transported to emergency room (ER). The patient's bg went up to 227 mg/dl after eating a tuna sandwich. Patient signed himself out of the ER on (B)(6) 2016 at about 10:00 am and went home. At the time of contact patient was fine. No additional patient or event information was provided.